Manufacturer narrative:
(B)(4). Date sent 5/30/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify when the issue was identified (pre-op/intra-op/post-op)? Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Was sterility compromised as a result of the packaging damage? Please provide a picture (if available). Could you confirm how many products are affected by the same issue? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that inside the product box there are several packets torn open, making the tool no longer sterile. No injuries or adverse event was reported.